Manufacturer narrative:
This complaint was a duplicate of complaint (B)(4) (MDR report # 9616656-2017-00071).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that the bd ultrafine pen needle 32g x 4mm popped out of the user¿s stomach and leaked insulin. There was no report of injury or medical interventions.